Manufacturer narrative:
According to the facility "the foot motor" is "no longer working." Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Facility provided two phone numbers: (B)(4).

Event description:
According to the facility "the foot motor" is "no longer working."